Manufacturer narrative:
The reported events were perforation, low pacing impedance, failure to capture, and r ¿ wave amplitude. As received, a complete lead was returned for analysis with the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. A tip stiffness test was performed, and all values were within product specification. The reported events of low pacing impedance, failure to capture, and r ¿ wave amplitude were not confirmed. Electrical testing did not find any indication of conductor fractures although an internal short was noted due the procedural damage noted near the proximal end of the lead.

Event description:
It was reported that the patient presented in the emergency room experiencing dyspnea and discomfort. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited low sensing, high capture threshold, failure to capture and low pacing impedance. Echocardiogram was performed and revealed a pericardial effusion. The lead was explanted and replaced. There were no patient consequences.